Event description:
It was reported that after approximately one day of therapy, the intra-aortic balloon (iab) was removed from the patient due to blood in the helium tubing. The customer stated the blood did not get anywhere near the pump at the time of the incident. The patient was noted to be hemodynamically stable at time of the call. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 23 hours of therapy, the intra-aortic balloon (iab) was removed from the patient due to blood in the helium tubing. It was noted that the patient was being rolled when this issue occurred. The customer stated the blood did not get anywhere near the pump at the time of the incident. The patient was noted to be hemodynamically stable at time of the call. Also, the pump alarmed " check helium alarm". There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): b5. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior of the catheter. A kink was observed on the catheter tubing approximately 74.4cm from the iab tip. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and a leak was detected on the membrane approximately 1.27cm from the rear seal measuring 0.005cm in length. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).